Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
The consumer reported using the hot/cold pack and received two burns on both sides of her lower back after using the cold pack for an extended period of time. She reported that she was numb from the cold so she did not feel any pain at the time. But she sought medical attention for this incident on the following day, and also had follow up appointments with a dermatologist. The instructions for proper use states, "warning: follow instructions carefully. Misuse can cause severe burns. Do not apply the inner pack directly to the skin. Always use the cloth cover". Kaz USA, inc. Has requested that the product be returned to our company for testing.